Event description:
Technician alleged that the cardio pulmonary resuscitation foot lever is not working. No pt impact.

Manufacturer narrative:
The technician found the cardio pulmonary resuscitation valve seat is stuck in the port. The technician replaced the cardio pulmonary resuscitation valve to resolve the issue.